Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic cholecystectomy, while in the gallbladder artery, the clip was broken. A plastic clip was used to clamp the blood vessels. There was no patient injury.